Event description:
It was reported that a pta balloon ruptured circumferentially and upon removal, the distal portion of the balloon inverted upon itself and detached from the catheter shaft at the radiopaque tip. A snare was used to retrieve the balloon material; however, the radiopaque tip could not be retrieved and was lost in the pt's artery.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the device history records to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has not been returned to the MFR for eval to date. The investigation is currently underway.